Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the access site was a "high stick". Post procedure, the pt's blood pressure dropped and he was thirsty. The pt was evaluated at the hospital and medically treated for retroperitoneal bleeding (rph) and released home. Reportedly, there was no indication that the starclose se device contributed to the pt's apparent rph. There were no reported adverse pt sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported that the device remained implanted in the pt. The lot number was not identified; therefore, a device history record review could not be performed. The reported access site was a "high stick" or located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament and may result in a retroperitoneal bleed (rph). The starclose se instructions for use cautions under warnings: do not use the starclose se vascular closure system if the puncture site is located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. User error may have contributed to this event.